Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
During a removal of calcaneal cyst and implantation of bone void filler procedure on (B)(6) 2013, reportedly the 3cc norian drillable inject could only expel 0.5cc into the delivery syringe. The procedure was completed with a different packet of 3cc norian. There was no extension of surgery time reported. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was returned for evaluation. A manufacturing evaluation was conducted. The report indicates the part was returned in good condition. The packaging was not intact but was included with the complaint device. (B)(4) is the supplier for 07.704.003s lot number n004745. The supplier performed a device history record review and determined that there were no deviations related to the reported failure mode. A review of complaints reported to dsm indicates no like complaints for lot number n004745. An examination of the device was performed by the supplier: the unit was contained as designed within the sterile barrier. It was apparent that the user attempted to mix as described. The mixer pouch contained hardened material that would give an indication that fluid was presented to the mixer and had set firm. However, no specific root cause can be assigned. It is unknown if the correct amount of material was provided though no evidence supports that possibility.